Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) was confirmed. Upon investigation the monitor was receiving abnormal shutdowns and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to the c19 capacitor on the defibrillator pca. The lugs were broken from the lead pads. The root cause for the defective c19 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor was receiving abnormal shutdowns.